Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the pump cable can be confirmed based on the evaluation of the submitted photos. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of the aortic valve no longer opening could not be conclusively determined through this evaluation. The log files contained events from 25dec2023 through 27dec2023. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook was also available at the time of implant. This handbook contains information about caring for the driveline. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the aortic insufficiency was not thought to be device related as it was observed on multiple previous echocardiograms to not be opening and was potentially fused.

Event description:
It was reported that the patient was having a driveline issue of small cosmetic damage that was repaired with silicone repair tape. The patient was admitted for a modular cable and system controller exchange due to the driveline issue. The system controller was exchanged due to the black power cable having superficial damage. Photos of the issue were provided. The patient was admitted to the intensive care unit due to their aortic valve not opening. It was noted that the team was at bedside with defibrillator pads, in case patient lost consciousness and the pump restart did not provide adequate profusion. The modular cable and system controller were exchanged, with the patient losing consciousness. Once the pump restarted, the patient was conscious. Advanced cardiovascular life support/code blue was not utilized. Patient was well and was getting discharged from the hospital. The system controller and modular cable exchange resolved the issue, as the patient had no issues from the cosmetic damage to the various items prior to the exchange. It was noted that the items were electively exchanged to prevent further damage, possibility of mechanical circulatory support issues, the fact that the patient traveled for work, the patient was not situated near a vad center, and was only seen in-person in the clinic quarterly for follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.